Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that underfill occurred during use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "employees witnessed under filling. We received a voicemail reporting a vacutainer event. (B)(6) 2019: states employees have reported under filling when using these tubes. Customer can not confirm lot number, how many tubes affected nor a specific date but did state, "it's been a while now"."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "employees witnessed under filling. We received a voicemail reporting a vacutainer event. (B)(6) 2019: states employees have reported under filling when using these tubes. Customer can not confirm lot number, how many tubes affected nor a specific date but did state, "it's been a while now"."